Event description:
It was reported that a cardiac perforation was observed after injecting contract while positioning the delivery catheter and leadless pacemaker (lp) for fixation. The perforation resulted in dizziness, effusion, tamponade, and syncope. Pericardiocentesis was performed to address the perforation, effusion, and tamponade. The leadless pacemaker (lp) was removed and the procedure was abandoned. The patient experienced cardiac arrest a few hours later and unfortunately passed away. The physician alleged the event was related to difficult patient anatomy and the procedure. No malfunction was alleged against the lp or delivery catheter.